Event description:
It was reported that a non-dehp y-type microbore catheter extension set caused an occlusion alarm on a non-baxter, electromechanical pump. This occurred during patient infusion of two solutions, one from each ¿tail¿ of the extension set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.